Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event was unresolved with no further action planned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving morphine (7.5 mg/ml at 1.1008 mg/day) and bupivacaine (7.5 mg/ml at 1.1008 mg/day) drug via an implanted pump. The indication for use was spinal pain. It was reported the patient was examined, on (B)(6) 2018, and the pump pocket was mobile with tenderness. The device diagnosis was pump inversion and the clinical diagnosis was sacroiliac joint tender. On (B)(6) 2018, the pump pocket was mobile at pannis. On (B)(6) 2019, the patient had sacroiliac joint was tender. The event was unlikely related to the device or therapy and possibly related to the implant procedure. No action was taken and the issue was ongoing. The patient's weight was (B)(6) lbs.